Manufacturer narrative:
Potential claim received from (B)(6) regarding pinnacle hip replacement. No confirmation of revision, or reason for revision, received. Examination of the reported devices was not possible as they were not returned. The revision has not been confirmed. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint was reopened because we received confirmation of formal claim from (B)(6) together with the dates of implantation and revision. No further information was received.based upon the new information, the complaint outcaome remains unchanged. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update mar 27, 2013: email notification from (B)(4) received. There is no new information. This complaint was updated on: oct 4, 2017.

Event description:
Update october 18, 2017; additional information received. Pinnacle spreadsheet alleges pain and fluid collection.

Manufacturer narrative:
Potential claim received from kennedys regarding pinnacle hip replacement. No confirmation of revision, or reason for revision, received. Examination of the reported devices was not possible as they were not returned. The revision has not been confirmed. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. The complaint was reopened because we received confirmation of formal claim from kennedys together with the dates of implantation and revision. No further information was received. Based upon the new information, the complaint outcome remains unchanged. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Potential claim received from kennedys regarding pinnacle hip replacement. No confirmation of revision, or reason for revision, received.